Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Customer did not provide the reported bed serial number. Note: this report is submitted based on the customers reported issue statement. (B)(4).

Event description:
Customer reported while a pt was occupying the canopy bed, the pt was able to unzip the side panel and fell out. No serious injury was reported.